Manufacturer narrative:
Initial and final MDR 1875831 - MDR 3003442380-2024-04928 - device 1 of 8 e1: patient city: (B)(6). Patient country: canada the reference samples were visually inspected and tested for flow and leak. All test results were within specifications.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced eight infusion set leaking from site events between (B)(6) 2024 and (B)(6) 2024. The set was in used for less than one day. No further information available.